Event description:
The emergency room nurse called to report the patient's blood glucose history. She was admitted into emergency room of the wheeling hospital for a concussion and high bg. She was given a liter of normal saline intravenously and a manual injection of regular insulin (exact dosage was not provided. The pod was not removed at the emergency room.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and emergency room visit. No product lot number was reported therefore no qualification records were reviewed.